Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, speaker hums) was confirmed. As received the monitor was unable to power on. The cause of the failures was isolated to a defective u104 pxa processor. The root cause of the defective processor was unable to be positively identified. The root cause of the defective processor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the patient using the monitor was experiencing a loud whistling noise and was unable to power on the monitor.